Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the device mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate lines and the machine alarmed. Estimated blood loss was 120-150cc's. The patient had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.